Manufacturer narrative:
Reported event of needle being blocked. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an interject sclerotherapy needle was used to lift mucosa during a polypectomy performed in the patient's colon on (B)(6) 2014. According to the complainant, during preparation the nurse noted that it was impossible to inject saline because the needle was blocked. Reportedly, the device had been inspected and there were no issues noted with the device or its packaging. The procedure was completed with another interject needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual analysis of the returned device found no anomalies. Functional evaluation included attaching an air-filled syringe to the device. When the syringe was compressed, air could not pass through, thereby confirming that the device was occluded. The inner sheath was then separated from the outer sheath for further evaluation of the blockage, and no occlusion was identified in the inner sheath. A pin gauge was then inserted through the needle from the distal end; the pin gauge could not advance any further than 1cm. Continued manipulation with the pin gauge released a small piece of silicone-like material. This substance appeared to be consistent with the characteristics of gelatinized ¿mdx¿, a silicone-based lubricant applied to the outside of the inner sheath during manufacturing. The complaint that the needle was occluded was confirmed. The most probable root cause of this event is design. There is an investigation in place to address the issues identified during the investigation. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an interject sclerotherapy needle was used to lift mucosa during a polypectomy performed in the patient's colon on (B)(6)2014. According to the complainant, during preparation the nurse noted that it was impossible to inject saline because the needle was blocked. Reportedly, the device had been inspected and there were no issues noted with the device or its packaging. The procedure was completed with another interject needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an interject sclerotherapy needle was used to lift mucosa during a polypectomy performed in the patient's colon on (B)(6) 2014. According to the complainant, during preparation the nurse noted that it was impossible to inject saline because the needle was blocked. Reportedly, the device had been inspected and there were no issues noted with the device or its packaging. The procedure was completed with another interject needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.